Manufacturer narrative:
Evaluation summary: at the visit on site by a company representative, it was found the system met the specifications. No material was returned for evaluation. The review of the post cut screen shot of the device depict vertical gas breakthrough (vgb) at 12 o¿clock position. Usually the tissue remains uncut around the area where the vgb appeared. This was considered the cause for the surgeon not being able to lift the flap. The log file review showed the vacuum check, three energy checks without relevant deviation in energy and the ablation tests were performed without any issue. Two treatments were completed successfully in user mode. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. The root cause could not be identified conclusively. Potential root causes/contributing factors for the vertical gas breakthrough are user handling/setting issues (e.g. Too short canal; relatively high energy for line and spot separation outside of recommended settings, but in tolerable settings; excessive fluid floating at the applanation area resulting in thin cut. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that a poor quality flap was performed by the laser. Treatment was completed but the flap could not be lifted. The fellow eye had been previously completed with success. No system message was displayed. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the first patient.